Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Event description:
The user facility reported that a water hose from a system 1e processor had separated, resulting in flooding. User facility personnel shut off the water supply and no injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the hose had separated between the pre-a&b filters and the water supply line connection. Facility personnel had repaired the connection prior to the technician's arrival on-site. The technician verified the repair, ran test cycles and confirmed the unit was operational. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.